Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to an olympus service center for further evaluation and testing. A olympus field service engineer (fse) proceeded to inspect all cabling connections and found that a coax cable that was connecting the cv-190 processor to a cable coming out of the wall was faulty. Removed and replaced the existing coax cable with an olympus provided hd/sdi rg-6 bnc cable and the problem was no longer occurring. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, a loss of video image intermittently, but not consistently on different days, when using the erbe electrosurgical generator with a evis exera iii video system center. The video image on the monitor would cut out every time the coag function was activated by the foot pedal there were no reports of patient harm associated with this event. This is report #2 of 3 due to multiple events reported. Reference report patient identifiers (B)(6) and (B)(6) for additional events reported.